Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, b5, g3, g6, h1, h2, h6, h10. Additional information doesn't alter previous investigation conclusions. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the attachment stopped during surgery and did not work in anyway. This event is related to a malfunction that could potentially lead to a serious injury. However, no patient harm or further outcome was reported. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2 - foreign: turkey. The device was not returned for complaint investigation as documented in the product retrieval task. The device could not be visually inspected in an effort to confirm the defect. No repair has been performed as the product was not returned. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.